Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, ce eluting coronary stent systems (eccs) instructions for use, as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the distal left anterior descending artery with total occlusion and 100% stenosis. The patient presented with severe chest pain. Pre-dilatation was performed with a non-abbott balloon catheter. Then a 2.75 x 28 mm xience xpedition stent delivery system was advanced to the target lesion and the stent was deployed at 16 atmospheres. Post deployment, fluoroscopy showed a distal edge dissection. The dissection was successfully treated with another unspecified xience xpedition stent, ending the procedure. There was no clinically significant delay in the procedure. No additional information was provided.